Manufacturer narrative:
Additional info: visually confirmed approximately ~3mm of the instrument tip is cracked consistent with interface during usage. Inspection of shaft diameter confirmed conformance to print specification. Inspection of material hardness found to be below print specification. The above observations are consistent with manufacturing error.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the tip of the driver cracked during use. No patient complications were reported.